Event description:
It was reported that before use of the bd angiocath¿ peripheral venous catheter that different sizes of product were contained in the package. The following information was provided by the initial reporter. Exact same product packaging and measurements but very different sizes when opened. They should probably be informed of this issue. I have removed the incorrect size from our stock.

Manufacturer narrative:
H6: investigation summary as a lot number was unknown for this incident, we were unable to complete a production history review and unable to identify if any previous reports have been received for the affected lot regarding this type of defect. Without the physical sample, our quality team was not able to complete a thorough analysis. Based on the limited investigation results, an exact cause related to the manufacturing process for the reported issue could not be determined.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd angiocath¿ peripheral venous catheter that different sizes of product were contained in the package. The following information was provided by the initial reporter. Exact same product packaging and measurements but very different sizes when opened. They should probably be informed of this issue. I have removed the incorrect size from our stock.

Manufacturer narrative:
Becton dickinson and company's (bd) medication delivery solutions (mds) business unit will discontinue malfunction MDR reporting for certain device failures that have not caused or contributed to deaths or serious injuries in the past two years, and where the likelihood of a death or serious injury as a result of these malfunctions is remote. This decision follows FDA guidelines (medical device reporting for manufacturers guidance for industry and food and drug administration staff issued nov 8, 2016, reference section 2.15). Bd notified FDA of this decision on mar 3, 2025. FDA has reviewed and responded to bd¿s notification (reference FDA document # (B)(4) on march 7, 2025. This documentation is available in bd document management system (sap) as dir (B)(4). This supplemental MDR is being filed to document that the below device failure will no longer be considered a reportable malfunction MDR for the product family below: product family: angiocath. Device failure: mixed product / lots.

Event description:
No additional information.